Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported receiving a 'no ipg telemetry' message and a communication error code when attempting to establish communication between the ipg and the programmer. Additionally, the charger would not communicate with the ipg. The patient stated she has not charged the ipg since implant. Follow-up identified the sjm representative was advised to confirm loss of communication with the ipg using additional external devices.